Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. Subsequently, it was reported that the pump shut down unexpectedly. Customer's blood glucose level was 182 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer regarding back-up therapy, but no response was received.